Manufacturer narrative:
H10: the device was received for evaluation containing fluid in the bladder. Visual inspection on the unit via the naked eye noted droplets of water located on the inner wall of the device bottle. No evidence of leak was observed in the device. The droplets of water noted on the inner wall of the bottle were the result of condensation. It is not a leak. A leak test was performed by filling the bladder with green color water with no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. This was observed during setup/preparation. The device was filled with sodium chloride (nacl). There was no patient involvement. No additional information is available.